Event description:
The reporter stated that the surgeon was advancing a three piece cq2015 collamer lens in the cartridge with the injector and the lens became stuck. No patient contact or injury.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the lens is inside the cartridge. No visible damage to the cartridge. There is clear surgical residue on the cartridge. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.